Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events this information is based entirely on journal literature. Patient information is limited due to confidentiality concerns. The overall baseline gender characteristics is male; the age of the patients was approximately 66 years old. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product lot/serial numbers. The model listed in the report is a representative of the model family, as there is no specific model listed. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿safety and effectiveness of coronary sinus leads extraction¿ single high-volume centre experience.¿ adv interv cardiol 2019; 15, 3 (57): 345¿356 doi: https://doi.org/10.5114/aic.2019.87890. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding the safety and effectiveness of coronary sinus lead extractions. The literature publication reported the following patient complications that require lead extraction: systemic infection, pocket infection, hemopericardium with tamponade, hemothorax, pulmonary embolism, tricuspid valve dysfunction. Of note, multiple patients were noted in the article; however, a one to one correlation could not be made with unique product serial numbers. It was reported that in some cases, a lead extraction occurred due to the lead being a potential future threat to the patient if left in place, lead interference, and life-threatening arrhythmias secondary to the retained lead. During some of the lead extractions, breakage occurred and lead fragmentation which created a distal fragment free floating in the cardiovascular system. Extraction of the coronary sinus lead sometimes led to an unexpected dislodgement of a functional lead. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.